Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The elapsed time meter (etm) stopped working. There was no patient involvement.